Event description:
Per info received from the physician, the device was removed due to a cylinder rupture.

Event description:
Per info received from the physician, the device was removed due to a cylinder rupture.